Event description:
During a sphincterotomy the dash480 must bow to expose the cutting wire. This device did not bow despite multiple attempts. This device was removed from the scope and it still would not bow. The device was replaced and the procedure was completed.